Manufacturer narrative:
Pump passed the functional tests, including the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of sep 25, 2024, found daily total of bolus insulin delivered to be 28.05 units. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. No device problem found during full functional testing. Device test failed not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, malaise which did not require treatment. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting indicated that pump requires replacement. No further patient complications were reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.